Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon performed a forth revision surgery on a periprosthetic fracture, due to non-union. A plate and four (4) lock and compression (lcs) periprosthetic screws were removed. Original surgery details are unknown. The first 2 revisions were planned. The third revision was for a total hip, where a long stem hip implant from competitor and synthes de-rotational plate was put in. The plate was subsequently revised on (B)(6) 2015. The failure to heal was not being correlated to the plate in this case, as the implant was not fractured or damaged in any way and was supporting the main fixation which is the total hip joint stem. Report is for one plate and four (4) lcs periprosthetic screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Report is for four (4) lcs periprosthetic screws. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.